Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with a mentor smooth gel implants gel breast prosthesis (right device) and an unspecified mentor gel breast prosthesis (left device) when the right prosthesis ruptured after implantation. As a result, the patient underwent bilateral explantation on around (B)(6) 2018. After explantation surgery, it was observed that the left breast prosthesis no longer had shape and its consistency was completely gummy. This medwatch report is for the left breast prosthesis.